Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: when the anvil was connected to the device, the wingnut was rotated the wrong way and the center shaft returned to the original position. The surgery was converted to an open surgery. No bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was extended more than 30 minutes.